Manufacturer narrative:
The reported event was inadequate high voltage output. A review by tech services did electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in the emergency room due to ventricular tachycardia. During the event the patient received multiple shocks and had to be externally defibrillated since the implantable cardioverter could not convert the rhythm. The patient was in stable condition.